Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was alerted by their cgm device that the cgm reading was 55 mg/dl. At that moment the patient ate some candy, but lost consciousness after doing so. The patient was at work during the event and an ambulance was called. The ambulance arrived around 2:00pm, and the patient received treatment with intravenous dextrose and was given more candies, and a peanut butter and jelly sandwich. When a fingerstick was taken, the cgm was reading 55 mg/dl and the blood glucose reading was 27 mg/dl. There was no information that further treatment was needed, and that the patient would have been needed to go to the hospital, and at the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.